Manufacturer narrative:
Event date: (B)(6) 2008. The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.

Event description:
(B)(6). The patient was enrolled in (B)(6) 2008. The target lesion was a type iii lesion identified in the right carotid artery. The reference vessel diameter was 6 mm and the length was 3 mm length with 30% stenosis measured by (B)(4). Thrombus, dissection or pseudo aneurysm was not present. Ulceration and calcium 3+ was present. Target vessel tortuosity was moderate. Carotid wallstent monorail stent with 7 mm diameter and 40 mm length was implanted. Filterwire ez used for cerebral protection. Heart rhythm stimulant and atropine 5 ui was given during procedure. Stent was successfully placed at the intended site, with 0-29% residual stenosis. Procedure was technically successful. Post procedure assessment documented patient was asymptomatic and patent carotid stent with 20% restenosis. Patient experienced minor stroke with 'afasia minor' <24 hours post procedure. 1, 6 and 12 month follow up assessment was not documented.